Manufacturer narrative:
A system service check of the medrad® avanta fluid management injection system, serial number (B)(6), was completed on (B)(6) 2023 which confirmed that the injector was operating within bayer specifications. Functional testing of the returned multi-patient disposable set (mpat, lot number unknown) and single-patient disposable set (spat, lot number unknown) concluded that the disposables performed to specification with no problems observed. The offer of additional clinical applications training has been made to the customer and we are awaiting their response. The avanta fluid management system operation manual states that the operator is required to expel all trapped air from the syringe, drip chambers, connectors, tubings, and catheter before connecting to the patient. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Bayer medical care received information that a 68-year-old female patient who underwent a percutaneous coronary intervention, suffered an air injection while connected to a medrad® avanta fluid management injection system (sn (B)(6)). The amount of air injected was not clinically determined. After the event, the patient experienced chest discomfort and an elevated st wave. The physician treated the patient with a continuous intravenous administration of nicorandril (vasodilator). The patient was reported to have recovered and was subsequently discharged as planned.